Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 153 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error confirmed in device history with variable due to broken trace at pin on keypad assembly.